Event description:
It was reported that the patient presented for a pocket revision. It was noted that the implantable cardioverter defibrillator had migrated due to multiple unrelated procedures. The device was repositioned successfully on (B)(6) 2023. The patient was stable.